Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the facility that they are experiencing issues at both ends of a specific model of cable connector used with external pulse generators (epgs). The cables were unable to properly sense or pace after five to ten uses. Some cables were expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis : analysis confirmed customer comment. Both cable connections are open by end of plug strain relief. Visual inspection: cable cut into two pieces. Cable bends to 90 degrees at end of plug strain relief. The lock on the plug is broken off. Bench test: all continuity tests are open due to cable is cut. Note: below tests completed with probes due to damage. Heart lead connector cable half: continuity tests from connector to cut cable end are ok. Plug cable half: continuity tests from plug to cut cable end are open. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cables were returned for service.